Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with amikacin injection (100mg, route, frequency and duration were not reported) and ceftazidime injection (1 gm, route, frequency and duration were not reported). On an unreported date, both antibiotics were stopped. At the time of this report, the patient was recovered from the event and pd therapy was ongoing. No additional information is available.